Manufacturer narrative:
Product complaint: (B)(4). The device history records can¿t be reviewed as product code and lot information not provided. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date and diagnosis of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was there any precipitating stress factor for the suture breakage? Other relevant patient history/concomitant medications? Were cultures performed for wound secretion? Results? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is a current patient¿s status? Were there all symptoms resolved after suture replacement procedure? Lot 20180312 is invalid. Please provide a valid lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an appendectomy surgery on unknown date and the suture was used. It was reported that the suture was found broken three days after the procedure. The patient experienced a wound dehiscence. There was slight wound secretion. It was reported that immediate re-debridement and suture were given. Additional information has been requested.